Event description:
This solicited device case from united states was received on (B)(6) 2015 from a physician. This case was cross referenced with case: (B)(4) (cluster). Study title: synvisc market dynamics this case concerns a patient of unknown demographics who was in a hospital due to synvisc many years ago. No past drugs, medical history, concomitant medication or concurrent condition was reported. On an unknown date, the patient initiated treatment with intra-articular synvisc injection (dose, frequency, indication, batch/ lot number and expiration date: not provided) into an unspecified location. On an unknown date, many years ago, the patient had to put on intravenous (IV) antibiotics in a hospital due to synvisc (hospitalization nos). Action taken: unknown. Outcome: unknown. (B)(4) the product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Reporter causality: not reported company causality: associated additional information was received on 14-aug-2015. Global ptc number and results were added. Text was amended accordingly. Pharmacovigilance comment: sanofy company comment for follow up dated 14-aug-2015: the follow-up information received does not change the case assessment. Sanofi company comment dated 12-aug-2015: this case concerns a patient who received synvisc for unknown indication. Patient was put on IV antibiotics in a hospital due to synvisc many years ago. Although the temporal relationship between the event and the product is not reported, the role of drugs in the occurrence of event cannot be ruled out completely as reporter has mentioned that the event occured due to synvisc. However, lack of information regarding the details of hospitalisation, clinical course, underlying concurrent medical conditions, concomitant medications and other risk factors precludes complete case assessment.

Manufacturer narrative:
Pharmacovigilance comment: sanofi company comment dated (B)(6) 2015: this case concerns a patient who received synvisc for unknown indication. Patient was put on IV antibiotics in a hospital due to synvisc many years ago. Although the temporal relationship between the event and the product is not reported, the role of drugs in the occurrence of event cannot be ruled out completely as reporter has mentioned that the event occurred due to synvisc. However, lack of information regarding the details of hospitalization, clinical course, underlying concurrent medical conditions, concomitant medications and other risk factors precludes complete case assessment.

Event description:
This solicited device case from united states was received on (B)(6) 2015 from a physician. This case was cross reference with case: (B)(4). (B)(6). This case concerns a patient of unknown demographics who was in a hospital due to synvisc many years ago. No past drugs, medical history, concomitant medication or concurrent condition was reported. On an unknown date, the patient initiated treatment with intra-articular synvisc injection (dose, frequency, indication, batch/lot number and expiration date: not provided) into an unspecified location. On an unknown date, many years ago, the patient had to put on intravenous (IV) antibiotics in a hospital due to synvisc (hospitalization nos). Action taken: unk. Outcome: unk. A pharmaceutical technical complaint (ptc) was initiated and ptc results were pending. Reporter causality: not reported. Company causality: associated.